Event description:
It was reported by repair work order that the cot bearings were worn and difficult to raise. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.